Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that unspecified bd¿ catheter hose folded during use. The following information was provided by the initial reporter: at 09:00 on (B)(6) 2019, the patient needs to infuse for pneumonia. The bd indwelling needle is used for catheterization. During the catheterization process, it is not easy to enter the needle. After the needle is inserted, the hose is partially folded. Immediate replacement catheter, and re-catheterization.